Event description:
It was reported the patient underwent a pump exchange on (B)(6) 2020. It was reported the patient also had an aortic valve replacement (avr) for severe aortic insufficiency. The patient was started on hemodialysis and continued to be dialyzed three times per week.

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: a direct correlation between the reported aortic insufficiency and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.